Event description:
"The capacitor malfunctioned causing it to burst open, exposing wires that caused a small electrical fire. The capacitor vented. A person was holding down the hi-lo down button for an extended period of time. This fatigued the capacitor, which resulted in it venting. The risk manager stated "the vented capacitor emitted smoke so the nurse used a fire extinguisher on the bed but there was no fire only smoke from the capacitor venting." According to the risk manager the nurse "over-reacted" and there was no fire or smoke damage to the unit. The facilities biomedical department attributed this event to the person holding down the hi-lo down button for a prolonged period of time. The biomedical department replaced the capacitor and put the bed back in service. There were no injuries reported.